Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 25-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2010 for birth control. Upon information and belief, approximately three months after the implant, the plaintiff had an hsg (hysterosalpingogram) test that confirmed full occlusion of her fallopian tubes. Beginning in (B)(6) 2010, she began experiencing debilitating headaches and migraines. In (B)(6) 2010, she began experiencing severe joint and muscle pain, abdominal and back pain, cramping, and pain during intercourse. She also began experiencing skin rashes, hair loss, tooth decay and tooth loss, as well as a metallic taste in her mouth. Also at this time, the plaintiff began experiencing vaginal discharges and infections. In (B)(6) 2011, the plaintiff was diagnosed with an auto-immune disease. She complained about these symptoms to her primary care physician, as well as the physician who treated her for auto-immune disease. The symptoms were so severe that she missed work due to these symptoms. In or around (B)(6) 2015, plaintiff searched online and realized that her symptoms may be related to essure. The information online that she read was the first time plaintiff learned that her symptoms were possibly related to essure. The plaintiff and her physician best discussed the possibility of removing the essure. On (B)(6) 2016, she underwent a bilateral salpingectomy to remove her. The bilateral salpingectomy caused intense pain for a few days, but the pain gradually decreased over time; the surgery created three small scars. While some of her symptoms have resolved since the removal surgery, others remain; she still experiences symptoms from her auto-immune disease. Follow-up received on 12-aug-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and cramping. A bilateral salpingectomy to remove essure was performed. These events are listed in the reference safety information for essure. In this case, she experienced these events about a month after essure insertion. Based on their nature and considering a compatible temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, a serious event (auto-immune disease, considered unlisted and unrelated) and non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.